Event description:
A foley was inserted at the beginning of the case. There were no problems with insertion, no resistance was felt. At the end of the case the patient's urine was noted to have slight pink tinge which immediately cleared. A small amount of bright red blood was noted around the urethra.======================manufacturer response for foley catheter, lubri-sil i.c. Complete care (per site reporter).======================vendor is aware and is coming onsite.